Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. One tr band, inflator, and 2 packaging labels were returned for assessment. The sample was subjected to visual analysis. No damage or deformities were noted on the band or inflator. There is 9 ml of air left in the band. The sample was subjected to leak testing. Approximately 18 ml of air was injected into the band and submerged in a water bath for 30 seconds. Air bubbles were observed from the check valve. The sample failed leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction, foreign matter was found. One tr band, inflator, and packaging labels were returned for assessment and the sample leaked at the check valve due to foreign matter. The complaint can be confirmed for foreign matter in the check valve. Review of the potential device history records showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. A corrective action was initiated for this issue.

Manufacturer narrative:
D4: lot number: 0001203950, 0001260201. D4: expiration date: 01/01/2028, 03/01/2028. D4: UDI: (B)(4). D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: phone number: unknown. E3: occupation: ic. H4: device manufacture date: 07/23/2025, 09/24/2025. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: the procedure performed was a r2v- mesenteric angioplasty with stunting via radial to visceral. The doctor placed the tr band on the patient and had it at 15ml's. They walked out of the room and within two minutes the nurse called them back in the room since the band had completely deflated. They took off the tr band and placed a new tr band on and inflated it; it was fine. They blew up the malfunctioned tr band on the back table, and the balloon was completely intact and stayed blown up. Th patient was stable with the new band. The estimated blood loss was less than 250cc.